Manufacturer narrative:
Unit passed displacement test, rewind, prime or seating, basic occlusion, force sensor test, occlusion test and self test. Hardware low level failure alarm confirmed in pump history with variable (003) due to broken trace at keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had received hardware low level failure. Customer's blood glucose was 15.2 mmol/l at the time of incident. Customer stated that the performed the self test again and insulin pump passed it. Customer stated that they were able to clear the alarm and were able to rewind the insulin pump. Customer troubleshot was performed. The insulin pump will be returned for analysis.